Event description:
It was reported by service report that the zoom drive assembly will not retract. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom drive actuator.